Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during procedure lead was unable to be implanted due to deployment failure. Lead was removed and a new lead was implanted. No further information available.